Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Mdt rep called regarding the patient's ins, as it is overdischarged and needs a physician recharge session. Ts reviewed how to perform a physician recharge and the rep was able to see the 60 minute timer appear. Patient states this started over a year ago. Mdt rep called back and reported patient (pt) has not charged in about a month. Rep reports the ins is over-discharged and they tried two passive mode recharges and they were unable to charge the ins. Pt needs MRI. Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the overdischarge was that the battery was not charged and died multiple times. Rep met with pt and tried to jump start the battery on 2024-oct-01. Rep noted the issue has been resolved and the patient asked to be scheduled for a replacement.

Manufacturer narrative:
B3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.